Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The distal shaft and core wire were kinked. There was blood visible in the balloon and inflation lumen. The balloon folds were expanded. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst on the balloon material at the proximal cone. The balloon material was protruding upwards at the burst site. No other damage evident to the remainder of the device. Procedural image evaluation summary: images provided show a number of balloon dilations and deployment of stents. The fluoroscopy images do not capture evidence of sprinter legend balloon rupture. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one sprinter legend ptca balloon catheter to pre-dilate a lesion. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was stated that the balloon was opened and put on the wire. It was indicated that a balloon rupture occurred in vivo. There were three inflations performed prior to the rupture/burst. The balloon was removed from the wire and replaced by another balloon. It was confirmed that the device had been used in the patient. No patient injury was reported.